Manufacturer narrative:
Block b5 has been updated with the additional information received on august 27, 2024, and august 29, 2024. Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the jejunum during an endoscopic ultrasound gastrojejunostomy (eus gj) procedure performed on (B)(6) 2024. During the procedure, the first flange of the stent did not expand. The procedure was completed using another axios stent. There were no patient complications reported due to this event. Note: it was reported that the device was intended to be placed transgastric to the jejunum. The IFU states, "the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The axios stent is not indicated to be placed transgastric to the jejunum. Additional information received on august 27, 2024 and august 29, 2024: it was reported that the stent was removed from the patient partially deployed. Additionally, this device is not related to a clinical trial.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the jejunum during an endoscopic ultrasound gastrojejunostomy (eus gj) procedure performed on (B)(6) 2024. During the procedure, the first flange of the stent did not expand. The procedure was completed using another axios stent. There were no patient complications reported due to this event. Note: it was reported that the device was intended to be placed transgastric to the jejunum. The IFU states, "the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The axios stent is not indicated to be placed transgastric to the jejunum.